Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac vein. Pre-dilatation was performed with unknown 6mm balloon catheter and was inflated until rated burst pressure. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during first inflation at 8 atmospheres for 60 seconds the balloon ruptured. The procedure was completed with this device. No patient serious injury or adverse event were reported.